Event description:
It was reported that during reprocessing the endocoscope reprocessor was identified as operating without a water filter for approximately one year ((B)(6) 2024, through (B)(6) 2025). It was estimated that the reprocessor was used for approximately 200 procedures. No reports have been made by any patients for health damage due to the scope used at this time. According to the available information, this issue did not cause or contribute to a positive test culture, (suspected) infection, or death; it did not occur during a procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection so the reported failure could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.